Manufacturer narrative:
(B)(6) 2015 - we were notified that this lead was explanted due to undersensing and decreased pacing impedances. The lead was dislodged. Updated the event problem codes.upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to a product performance issue. The exact reason is unknown. No adverse patient effects were reported. Additional information was requested. This investigation will be updated should further information be provided.